Event description:
It was reported to resmed corp. That an astral device failed to pass its internal self-test (learn circuit). The device was not in use when the fault occurred, therefore, there was no patient involvement.